Event description:
Invalid result(s). The user reported that they tested with 4 separate tests all from the same lot. Each time the test cassette did not produce a control (c) line, but it did produce a bold test (t) line. They confirmed that they performed the test procedure correctly. Purchased from target.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.